Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with over 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer overfilled the cartridge. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 112-114 mg/dl.